Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed. Based on no record or tracing of the feeding tube placement, no reported lot number, and no returned sample no definitive conclusion can be drawn.

Event description:
Event desc: a cortrak feeding tube was placed. After placement an x-ray was taken to verify placement. It was shown to be in the left lung which resulted in a pneumothorax. The feeding tube placement was not recorded on the cortrak monitor. The pt has since recovered and discharged home.